Event description:
The issue reported involved frequent problems with poor insulin absorption and port clogging after switching from a medtronic pump to a tandem system. The customer experienced unexpected rises in blood sugar levels, leading to the need for more insulin and frequent port changes due to occlusions. There was no adverse impact to the customer¿s blood glucose level. The customer communicated their concerns and questions regarding insulin type and potential scar tissue to their healthcare provider and technical support. Technical support created a case and provided a plan to address the issue, which included discussing a software update, using room temperature insulin, and providing as30 samples. Despite declining further follow-up from customer support, the customer was encouraged to reach out again if occlusions persisted.